Manufacturer narrative:
The ge representative performed an on site investigation. The image processor board was replaced. The system was then found to be operating as intended.

Event description:
The customer reports the system would not boot up properly. No report of patient injury.